Event description:
It was reported that during a superficial femoral artery (sfa) angioplasty procedure, a balloon rupture occurred. The lesion was located in the severely calcified moderately tortuous sfa. The physician then advanced the 6.0x200, 135cm mustang balloon catheter to the lesion and inflated the balloon three times to rated burst pressure, the balloon ruptured. The procedure was completed with a different device. No complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: initial examination of the returned device noted that the balloon material was fully deflated. The shaft of the device was kinked at approximately 79mm distal to the strain relief. Examination of the distal tip of the device noted that it was severely damaged. An attempt to inflate the balloon material to its rated burst pressure failed due to the presence of a pinhole located at the distal transition zone. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a superficial femoral artery (sfa) angioplasty procedure, a balloon rupture occurred. The lesion was located in the severely calcified moderately tortuous sfa. The physician then advanced the 6.0x200, 135cm mustang balloon catheter to the lesion and inflated the balloon three times to rated burst pressure, the balloon ruptured. The procedure was completed with a different device. No complications were reported and the patients' status is stable.